Manufacturer narrative:
(B)(4). Date sent: 11/8/2023. Batch # 221c53. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a staple line on the tissue. All staples could be observed properly formed with a box shape form, however, three staples were found barely gripping the skin. Please note the instruction for use: evert and approximate skin edges as desired. Several techniques are suggested: with one tissue forcep, pull skin edges together until edges evert or with two tissue forceps, pick up each wound edge individually and approximate the edges or apply tension to either end of the incision, such that the tissue edges begin to approximate themselves. One forcep can be used to ensure that the edges are everted. Position the instrument over the everted skin edges, aligning the instrument arrow with the center of the incision. Squeeze the trigger until you touch plastic trigger to plastic handle. Release the trigger and remove the instrument from the fired staple. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number 221c53, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: could you describe the formation of staples? Correct but superficial grip. Was the stapling done by one or two people? Only one. (Me) was the surgeon used to using ethicon skin staplers? No, first use after change of reference by the pharmacy. Have the edges of the skin been brought together with pliers in front of the stapler? Yes. Did the device pull plastic towards plastic? !!! No. How do you manage wounds? Dressing redone after call from the ide requesting a return to the block for release. What is the patient's current status? Excellent, no after-effects.

Manufacturer narrative:
(B)(4). Date sent: 8/25/2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: describe the staple formation? Was the stapling done by one or two individuals? What is the experience of the user in using ethicon skin staplers? Were the skin edges approximated with forceps ahead of the stapler? Was the device fired plastic to plastic? Can details regarding additional wound management protocols be provided? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparotomy the surgeon is dressing a patient in a stapled laparotomy. When passing the compresses over one of the staples, this one withdraws, leaving the wound disunited, I realize that the other staples on the wound are either outside the wound or badly positioned. Placement of a steristrip at the level of the disunity of the wound. The surgeon says the staples are not the same as usual. Consequences: delay in patient discharge. Disunion of the wound.